Manufacturer narrative:
Investigation - evaluation: a review of the documentation, instructions for use (IFU), trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. The device is shipped with an instruction for use (IFU) that lists the appropriate warnings, precautions, and instructions for use. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a potential female hospice patient was admitted to the intensive care unit in the hospital for clostridium difficile (c-diff). During this admission the patient was reported to have had a procedure however the report did not indicate the type of procedure the patient was released on an unknown date and duopa therapy was started and the decision was made to not start hospice at this time. On (B)(6) 2016 the patient was readmitted for aspiration pneumonia and reportedly had a g-j shetty placed on (B)(6) 2016, the subsequent discharge date was not reported. The patient was readmitted for aspiration pneumonia on (B)(6) 2016, during this admission it was noted the intestinal tubing used with the duodopa was clogged. The report from the manufacturer of the duodopa peg tube, generated (B)(6) 2016, indicated there was no quality agreement in place with cook for the tubing products therefore the reporting responsibility is cooks, the report also indicated the cook tubing is still in place the patient was re-admitted on (B)(6) for c-diff and discharged on (B)(6) 2016 and reportedly will have the duodopa titrated in the near future. As of the date of this report no other information is available.